Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient had disconnected from the cycler at the end of treatment to weigh himself turned around and passed out hitting his head on the end table. The patient was then rushed to the hospital and remains hospitalized currently. Upon further follow up, the pd registered nurse (pdrn) confirmed the reported event and that the patient has been hospitalized for two days without discharge. The pdrn reported that the patient was admitted for dehydration. The patient and contact have been having trouble with the patient's fluid balance using higher and lower concentrations of solution resulting in too much fluid being removed during pd treatment. The patient continues pd therapy while hospitalized using baxter pd products. No additional information was obtained.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient had disconnected from the cycler at the end of treatment to weigh himself turned around and passed out hitting his head on the end table. The patient was then rushed to the hospital and remains hospitalized currently. Upon further follow up, the pd registered nurse (pdrn) confirmed the reported event and that the patient has been hospitalized for two days without discharge. The pdrn reported that the patient was admitted for dehydration. The patient and contact have been having trouble with the patient's fluid balance using higher and lower concentrations of solution resulting in too much fluid being removed during pd treatment. The patient continues pd therapy while hospitalized using baxter pd products. No additional information was obtained.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of passing out, hitting his head and subsequent hospitalization as the patient had just completed treatment and disconnected from the cycler when the event occurred. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. The pdrn attributed the patient fainting to a fluid balance issue of the patient trying to determine which dialysis solution to utilize for treatment. This is what resulted in too much fluid being removed during treatment and the patient becoming dehydrated resulting in the patient fainting. Volume management in peritoneal dialysis patients is of importance, as both volume overload and dehydration are associated with worse outcomes. Based on the available information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.